Event description:
Customer states: during use on a pt, a medical doctor confirmed burnt smell. Warm air was supplied from the nozzle. No pt harm reported.

Manufacturer narrative:
Covidien technician confirmed that orange cable of the 9 pin female connectors was burnt from the connecting part. The serial number of the unit is not valid in the system, so the mfg date is unk. The warmtouch 5200 pt warmer has been discontinued and is being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. The unit is unrepairable and was replaced with a 5300a unit.